Event description:
Problem with the battery for a ventilator. The battery was noted as "fully charged" on the lcd display. However, after using the battery for 1.5 hours, it went completely dead. Rptr was able to use this device successfully by plugging it into an ac current. Rptr did not have the instruction manual available and did not know whether the recharging instructions had been properly followed. The unit and battery are approx six months old and rptr thinks this is the second time the problem has occurred.